Event description:
It was reported that during device interrogation post device replacement procedure due to elective replacement indicator (eri), the patient's electrocardiogram (ECG) had flatlined leading to loss of capture (loc). The device was promptly reprogrammed to resolve event. The patient is pacemaker dependent; however no adverse event occurred. The patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
An event of subthreshold pacing while entering patient data was reported to abbott. A software investigation was performed by reviewing session records provided from the customer. There is some evidence of changing thresholds as there is a decrement test showing ventricular loss of capture at 1.5 v while other threshold searches showed capture down to 0.875 v. There is no evidence of device malfunction. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the patient experienced asystole, syncope, trembling, and urinary incontinence due to event.